Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, pain, reflux and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection¿"

Event description:
Doctor reported events of "pain, vomiting, reflux and band slippage." A lap-band ap system surgical revision took place to re-position the lap-band system (with preservation of same band) to treat the event.